Manufacturer narrative:
The following device information for devices listed in initial report was received after submission of the initial report: trident psl ha cluster 56mm; cat# 542-11-56f; lot# 35081002. A 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# wwamea. A 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# wwamea. Secur-fit max 132 hip stem #10; cat# 6051-1035s; lot# 69pmca. Alumina c-taper head 32mm/0; cat# 17-3200e; lot# 16335401. The following device was added after submission of the initial report acetabular dome hole plug; cat# 2060-0000-1; lot# 520mld. An event regarding pain involving a trident shell was reported. A review by a clinical consultant confirmed shell malposition. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. A review by a clinical consultant noted: " from the radiological information it is evident that the cup has malposition in absent anteversion. This has the effect that the anterior cup rim protrudes beyond the acetabular bone on the anterior side and this is exactly the location where the iliopsoas tendon passes along the anterior area of the hip. As such is a diagnosis of iliopsoas impingement evident. This clinical entity carries several names such as ip impingement, ip tendinitis, ip bursitis, psoas pain, psoas irritation or otherwise but they all point to the same underlying mechanism of pathology". There is no evidence of failure against the trident liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient is experiencing discomfort left hip. The complaints are as follows: pain, stiffness, soarness in the groin area, difficulty walking and difficulty climbing stairs.

Manufacturer narrative:
The following other devices were also listed in this report: unknown trident psl acetabular shell; cat# unknown; lot# unknown, unknown cancellous bone screws 1; cat# unknown; lot# unknown, unknown cancellous bone screws 2; cat# unknown; lot# unknown, unknown secur-fit stem; cat# unknown; lot# unknown, unknown alumina c-taper head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient is experiencing discomfort left hip. The complaints are as follows: pain, stiffness, soarness in the groin area, difficulty walking and difficulty climbing stairs.